Manufacturer narrative:
Analysis found the unit with unexpected motor noise during rewind due to faulty motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a high pitch noise and does not rewind all the way. The blood glucose at the time of the incident was 200 mg/dl. The customer was advised to disconnect from the insulin pump and revert to back-up plan. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.